Event description:
Customer reported incidents of not being able to access the clave needle free injection site. Reportedly the ims syringe containing atropine, a critical care drug was being used when these incidents occurred.